Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that starting two weeks prior to the report, the patient has ¿gone downhill.¿ the patient noted that they were looking to meet for reprogramming due to their left leg dragging and to focus on the pain. The patient ended up in the hospital in (B)(6) 2020. There were no further complications reported.